Manufacturer narrative:
There are no allegations of failure or malfunction of the nalu system or any of its components. Surgical intervention was performed as an elective procedure at the decision of the patient and physician and was purely for ease of use of the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 after a successful trial phase. After placing the permanent system, the patient reported having difficulty placing the external therapy discs over the implantable pulse generator (ipg) due to the location of the implant. For ease of use, the physician and patient elected to relocate the ipg to a location more accessible to the patient. Surgical revision was performed on (B)(6) 2022. No implanted components were replaced during the procedure and no complications were reported.